Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One photo accompanied the initial report in which the stent can be observed to be deployed in the microcatheter hub, detached from the delivery wire. One of the proximal marker bands is noted to be bent outwards. The customer complaint as related to the stent being impeded in the microcatheter could not be evaluated based on the pictures, however, the damage (bend) noted on the marker band might have caused the impeded condition and could be secondary to intraprocedural factors not described in the event. This damage is suspected to have occurred during the advancement of the stent and not to be the initial condition of device, as it might have precluded the insertion of the stent into the microcatheter. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6610174. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint as related to the stent deformation and releasement in the microcatheter was confirmed since the evidence noted on the photo is consistent with the event description. The device history review suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed upon device receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the use of a 4mm x 23mm enterprise2 intracranial neurovascular stent (encr402312, 6610174), the stent became impeded in middle part of an unspecified microcatheter (mc) and could not be advanced any more. The physician retracted the stent and observed that the stent released in microcatheter, stent body was also found to be deformed. A new stent was used to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). . Section b5: additional information received indicated that the physician did not suspect any malfunction or performance issue with the prowler select. However, there was no clarification provided as if there was cerebral target position loss. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h10 and concomitant products. Section b5: additional information received indicated that the microcatheter used was a prowler select plus 0.021 (catalog/lot unknown). There was no report of cerebral target position loss, however, no other devices were successfully used with the prowler select. The mc was not damaged during manipulation of the stent or noticed to be damaged upon removal from the patient. There was no excessive force applied to the device. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The size of the replaced stent was the same as the complaint device (4mm x 23mm). The procedure was prolonged by 15 minutes and the physician reported to not being clinically significant. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00315 and 3008114965-2022-00400.

Manufacturer narrative:
Product complaint # : (B)(4). Updated sections on this medwatch: b4, g3, g6, h2 and h10. Complaint conclusion: as reported by the field, during the use of a 4mm x 23mm enterprise2 intracranial neurovascular stent (encr402312, 6610174), the stent became impeded in the middle part of an unspecified microcatheter (mc) and could not be advanced any more. The physician retracted the stent and observed that the stent released in the microcatheter, the stent body was also found to be deformed. A new stent was used to complete the surgery. There was no patient injury report. The complaint was accompanied by a photo. Additional information received indicated that the microcatheter used was a prowler select plus 0.021 (catalog/lot unknown). There was no report of cerebral target position loss, however, no other devices were successfully used with the prowler select. The mc was not damaged during manipulation of the stent or noticed to be damaged upon removal from the patient. There was no excessive force applied to the device. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The size of the replaced stent was the same as the complaint device (4mm x 23mm). The procedure was prolonged by 15 minutes and the physician reported to not being clinically significant. Additional information received indicated that the physician did not suspect any malfunction or performance issue with the prowler select. However, there was no clarification provided as if there was cerebral target position loss. One photo accompanied the initial report in which the stent can be observed to be deployed in the microcatheter hub, detached from the delivery wire. One of the proximal marker bands is noted to be bent outwards. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6610174. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer complaint as related to the stent being impeded in the microcatheter could not be evaluated based on the pictures, however, the damage (bend) noted on the marker band might have caused the impeded condition and could be secondary to intraprocedural factors not described in the event. This damage is suspected to have occurred during the advancement of the stent and not to be the initial condition of device, as it might have precluded the insertion of the stent into the microcatheter. The customer complaint as related to the stent deformation and releasement in the microcatheter was confirmed since the evidence noted on the photo is consistent with the event description. The device history review suggests that the failure reported by the customer could not be related to the manufacturing process. Premature stent deployment in microcatheter, kinked/bent in patient, and impeded in microcatheter with loss of cerebral target position are known potential complications associated with the use of the enterprise 2 vascular reconstruction device in the intracranial arteries. With the information provided and without the device returned for analysis, it is not possible to determine the root cause of the reported event. However, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.